Event description:
The customer reported the system would intermittently fail to provide fluoroscopic x-ray or the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A connector plug was repaired. The system was tested and found to be working as intended and put back into service.